Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1fk41, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 16-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient took a couple falls which were suspected to result in lead migration. Due to the suspected lead migration, amplitude levels were elevated above typical parameters which led to early battery depletion. The actions/interventions taken to resolve the issue was reprogramming was performed on the system, but that failed to provide adequate stimulation. As a result of what was reported, the system was replaced. The issue was resolved at the time of the report. No further patient complications have been reported as a result of this event.